Event description:
A malfunction was reported with a code labeled as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing information for resetting the pump, which resolved the issue. The customer was instructed to continue using the pump and advised to call back if the malfunction reoccurs. The customer acknowledged and understood these instructions.